Event description:
It was reported the patient presented in clinic for normal follow up, externalized conductors were observed. The patient was symptomatic and experienced bradycardia. T-wave oversensing was observed. The lead was explanted and replaced. Patient condition is well after event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.4-13.2cm and 18.5-20.6cm from the distal tip. Internal insulation abrasion was noted at 9.5-10.1cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.7-5.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.5-5.2cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of oversensing.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.